Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the tip of the prograsp forceps instrument broke off while being used to reposition the kidney near the end of the procedure. The instrument was safely removed, and the procedure was completed with no report of patient injury. It is unknown at this time if a fragment fell inside the patient. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was removed safely even though it had to be removed blindly as it would not go through the trocar.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The prograsp forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken main tube approximately 52.54mm from the distal tip. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. There is exposed tubing fiber on the distal end of the tube. The distal tip was completely detached and returned with the instrument. Tube shows signs of excessive force on the distal tip. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. Additional findings related to customer complaints: the instrument was found to have a broken grip cable at the distal end. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. This is contributed to the main tube breaking. The probable root cause is attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing.